Event description:
It was reported that the atrial lead exhibited chronic low impedance. The lead was capped and replaced on (B)(6) 2017. The patient was stable prior, during and post procedure.

Event description:
New information received on 11/15/2017 states the atrial lead also exhibited failure to sense.